Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reproduce the reported failure. The fse found a slight leakage of the safety disk seal. The fse added silicone grease on site, and the equipment was restored. The fse reported that a maintenance quotation was submitted for the equipment. The customer refused to repair. The unit was not put into use.

Event description:
N/a.

Event description:
It reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit negative pressure of the equipment was too low, and immediately stopped using the pump and waited for maintenance. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.